Event description:
The customer reported that there was a communication failure displayed on the c-arm and no exposure was possible. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The backplane board connectors were refitted. The system was then found to be operating as intended.